Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed and root cause could not be found.. Review of the DHR showed no nonconformances that may have caused or contributed to a dislocation.

Event description:
It was reported that on (B)(6) 2019, the patient had a revision surgery due to product dislocation (titan shoulder system). No patient trauma or impact contributed to the dislocation. This was the second dislocation with revision that the patent experienced. The first was on (B)(6) 2019.